Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced blood glucose readings approximately 50 mg/dl higher than concurrent fingerstick values and sustained hyperglycemia, and they had been frequently meal announcing and using meal announcements as correction per prior guidance, with a factory reset requested. Symptoms included prolonged high blood glucose above 180 mg/dl for about 12 hours with device alerts for persistent hyperglycemia, without ketone testing, medical intervention, or assistance needs. Outcomes included no hospitalization and no emergency care. Investigation included review of device data and user practices and consultation with clinical support, with additional user training assigned. Investigation of this case revealed user technique and use-pattern factors, specifically excessive meal announcements, as the likely contributor to hyperglycemia and perceived sensor discrepancy, while the glucose sensor issue was attributed to the separate cgm system rather than the ilet. It was concluded, based on previously established findings for similar reports, that user technique and use-pattern contributed to the event, and education and reset support were indicated.